Manufacturer narrative:
(B)(4). Additional information will be provided upon conclusion of the investigation. Importer ref# 1419652-2015-00020.

Event description:
It was reported by the company representative, that during the showering, the patient tried to get on his side and the stretcher tilted. The patient fell on the ground receiving hematoma to his knees and head. Patient was not hospitalized nor went to the emergency room. The caregiver was not injured. Technician has found that a locking nut was loosened. The stretcher moved laterally so the locking mechanism was not working correctly.